Manufacturer narrative:
Date of event: exact date unknown, event occurred about two (2) weeks ago based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation. It was noted that stimulation was only covering one side and patient needed both side covered. The patient underwent lead revision procedure wherein the leads were pulled down. Nothing was explanted and the patient was doing well postoperatively.